Event description:
It was reported that the atrial connector was broken off the external pulse generator and that the back case was damaged. The generator was returned for service. It was indicated that there was no patient involvement in this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the atrial connector, upper case and lower case were broken. It was also noted that the ring cover and two side bail covers were broken, the battery release, lead flex cover and battery flex were contaminated, the ring was bent, the battery drawer was broken and the keyboard pad was cosmetically damaged.